Event description:
It was reported that the atrial lead exhibited noise. The noise was not able to be reproduced. The lead was capped and replaced. The patient was stable post procedure.

Manufacturer narrative:
(B)(4).